Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Beginning in (B)(6) 2014, following annual programming changes, the patient started hearing a "ticking" sound that was randomly perceived in all environments, lasting a short period of time (1-3 seconds), but occurring many times a day. Patient_s performance with the device was not directly affected by this perceived sound. The patient tried a stronger magnet which seemed to decrease the _ticking_ sound slightly. In addition, the patient reported issues with the audio processor turning off like if the batteries were depleted, but by turning it off and back on it worked for another day or two. In situ implant testing was indicative of a functional device. The patient was to see an otologist to be evaluated medically. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted. Due to the impedance measurements in the field and the device's condition it is assumed, that the problems mentioned in the patient report were likely due to reference electrode being embedded in bone. This is a final report.

Event description:
Beginning in (B)(6) 2014, following annual programming changes, the patient started hearing a "ticking" sound that was randomly perceived in all environments, lasting a short period of time (1-3 seconds), but occurring many times a day. Patient's performance with the device was not directly affected by this perceived sound. In addition, the patient reported issues with the audio processor turning off like if the batteries were depleted, but by turning it off and back on it worked again. On (B)(6) 2015, additional testing was carried out due to the recent development of popping, crackling, buzzing, or humming sounds. The patient was re-implanted on (B)(6) 2015.